Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens on (B) (6) 2009. The icl was reported as having been explanted. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).